Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Rabellino et al 2022 ¿ ¿novel common femoral artery lesion classification in patients undergoing endovascular revascularization¿ all procedures were performed in a dedicated hybrid angiography laboratory. Generally, patients underwent a ¿¿crossover¿¿ approach over the aortic bifurcation through a retrograde contralateral femoral puncture with a dedicated 6f long sheath (45 cm) or via brachial approach with a dedicated 6f long sheath (90 cm). After sheath placement heparin was administered at 100 iu/kilogram. Digital subtraction angiography (dsa) was initially used to assess and classify lesions. Following dsa and identification of targeted lesions, a hydrophilic 0.035-inch wire was used for crossing, following the standard percutaneous transluminal angioplasty (pta) technique, followed by self-expandable nitinol stent implantation. A variety of stents were used to treat lesions: smart (cordis, santa clara, ca) 14.41%; complete (medtronic, minneapolis, mn) 16.74%; zilver flex (cook medical, bloomington, in) 15.5%, everflextm (medtronic, minneapolis, mn) 19.4%; epictm (boston scientific, marlborough, ma) 17.28%and prote´ge´ gps (medtronic, minneapolis, mn) 16.67%. Off-label: use in common femoral artery and deep femoral artery file raised to capture off label use in 6 cases where no adverse events were reported.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24-feb-23.

Manufacturer narrative:
PMA/510(k) # p050017/s006; device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zilver flex devices are subjected to a visual inspection and functional inspection to ensure device integrity. It should be noted that the instructions for use (ifu0058) states ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. There is evidence to suggest that the customer did not follow the label. Root cause review: a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliac, superficial femoral artery and above-the-knee popliteal artery however from the information provided the target location was the common femoral artery and deep femoral artery. Summary the complaint is confirmed based on customer testimony. The complaint was raised from literature paper rabellino et al ¿novel common femoral artery lesion classification in patients undergoing endovascular revascularization¿. According to the initial reporter, the device was used off label in 06 patients with no adverse events reported. Complaints of this nature will continue to be monitored for potential emerging trends.